Manufacturer narrative:
(B)(4). Additional information: the patient's exact date of birth was not reported, however, they were born in 1950. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy peritoneal effluent coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The patient was hospitalized for the peritonitis on the same day as the onset. The cause of the peritonitis was unknown. On an unreported date, during the same month as the onset of peritonitis, the patient was treated with cephalexin (500mg, 3 times a day, route was not reported). The patient was discharged from the hospital eight days after they were admitted and were recovering from the peritonitis event. The patient stopped pd therapy and is now on hemodialysis. No additional information is available.